Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report # 2032227-2010-80389 for the report under the insulin pump.

Event description:
The customer called to report a large discrepancy between the sensor and glucose readings. The customer then stated that he was recently hospitalized for low blood glucose levels due to this issue. The customer's blood glucose reading was 16 mg/dl when the paramedics arrived. The customer stated that he was sweating and was unconscious. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had delivered two boluses, due to high blood glucose levels, the night prior to the event. Nothing further was reported.